Event description:
It was reported that "handle broke. It was being pushed when the handle broke off."

Manufacturer narrative:
It was reported that "the handle broke off. It was further reported that the event occurred while his mother was being pushed into the transport chair. Reported that the handle fractured from the unit. No fall or injury was reported. Photographs and a video of the affected product were provided for review. And reported that a replacement handle had been obtained; however, the bolt holes did not align with the chair, and the part did not fit. It was further reported that the replacement part did not match the broken handle. Review of the provided photographs reportedly showed differences between the replacement handle assembly and the handle assembly on the affected unit." There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated. This medical device report (MDR) is being submitted as part of retrospective review activities, which include review of historical data in accordance with regulations at 21 cfr part 803. The information included in this MDR reflects the information reasonably known to the manufacturer at the time of this retrospective review and submission.